Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The parts needed to perform the repair on the device are no longer available. The device was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.